Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on 27-oct-2024. Tube got detached from connector. Infusion set had been used for 15 hours. No further information available.